Manufacturer narrative:
(B)(4). A partial fracture of the inner coil was noted at 22.5cm from the connector pin, consistent with fatigue.

Event description:
It was reported that high lead impedance was observed. During revision, bony tissue was found around the lead close to the clavicula. A resection was performed, but it was not possible to push the stylet further into the lead. Lead was explanted and replaced. Patient was well before and after the procedure.